Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with blood and fibrotic growth on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to lead dislodgement. It was noted there was oversensing and high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).